Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and removal difficulty occurred. Vascular access was obtained via the brachial artery. The 90% stenosed target lesion was 20mm in length and had a diameter of 2mm. The lesion was located in the non-calcified and moderately tortuous forearm shunted vessel. A 5f sheath was inserted into the central vein and the v-18 guide wire was advanced successfully. This 5.0 x 40, 40cm mustang balloon catheter was advanced with no resistance to dilate the lesion and it ruptured upon the 3rd inflation at 26atms (1st: 20atm/30sec / 2nd: 20atm/30sec). The physician tried to remove the balloon from the patient but was not able to pull the balloon into the sheath. The physician then rotated the balloon and the sheath but the attempt was unsuccessful. The balloon was surgically retrieved from the patient with the venous cutdown technique. When the device was removed intact from inside the patient, the physician noticed that the balloon had a circumferential tear. The procedure was not completed due to this event. The patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and removal difficulty occurred. Vascular access was obtained via the brachial artery. The 90% stenosed target lesion was 20mm in length and had a diameter of 2mm. The lesion was located in the non-calcified and moderately tortuous forearm shunted vessel. A 5f sheath was inserted into the central vein and the v-18 guide wire was advanced successfully. This 5.0 x 40, 40cm mustang balloon catheter was advanced with no resistance to dilate the lesion and it ruptured upon the 3rd inflation at 26atms (1st: 20atm/30sec / 2nd: 20atm/30sec). The physician tried to remove the balloon from the patient but was not able to pull the balloon into the sheath. The physician then rotated the balloon and the sheath but the attempt was unsuccessful. The balloon was surgically retrieved from the patient with the venous cutdown technique. When the device was removed intact from inside the patient, the physician noticed that the balloon had a circumferential tear. The procedure was not completed due to this event. The patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and initial examination noted that the device was returned with an 0.018 inch guide wire inserted through it. The device was inserted through a sheath. It was noted that the balloon material was torn circumferentially at approximately 26mm distal to the proximal transition zone. The single lumen shaft was severely stretched and kinked. The distal portion of the circumferentially balloon was torn longitudinally for a distance of 17mm at approximately 3mm proximal to the distal transition zone. The guide wire was removed from the device. A hole was noted in the single lumen shaft at approximately 72mm distal to the lapweld area. The root cause is determined to be user related as the dfu states "do not exceed the rated balloon burst pressure." (B)(4).